Manufacturer narrative:
Four digital images were submitted for analysis. A sample analysis was performed using the pictures provided by the customer; the picture shows what appears to be short shot (incomplete component) and not a lost a tip as was initially reported. This is a molding issue. The reported condition by the customer was confirmed. After reviewing the pictures provided it was determined the part does not meet specifications; the part looks to be a short shot according to inspection standard for the complete parts. A device history record (DHR) review could not be performed because the lot number provided by the customer is not a valid lot number. The most likely root cause indicates this condition may have occurred during the molding process at the beginning of the process when the parameters are set, incomplete parts may be encountered because the process is being adjusted. According to the investigation the potentially root cause found was poor line clearance (stop and start). As a manner of prevention the following actions were taken: a quality alert was generated. A registry of the notified personnel was created. Additional training was completed for the injection molding technician and is on-going, focusing on the line clearance after the start or restart of a process and has been completed. Registration of the last preventive maintenance performed without any damage detection. The frequency of this preventive maintenance is annual. The associated data will be fed into the risk management quarterly report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports the team at the hospital thinks they may have lost a tip from a pooles suction device inside the patient while on the operating table.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.